Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional info is received, a supplemental MDR will be sent.

Event description:
Report received from the USA stating that the device had a "hose damage" issue. The device was not used during a surgical procedure. It is unk if there was any user or pt injury or medical intervention that occurred. There was no additional info provided.